Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was having a screen issue. The customer¿s blood glucose level was unknown at the time of the incident. The customer states that he can barely read the insulin pump screen. Customer reports that the display screen is very dim. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit display properly and no dim screen or display anomaly noted. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.